Manufacturer narrative:
The user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses u-500 insulin within the cartridges. Supply changes were performed to address the occlusions. Customer's blood glucose level was in the 300's mg/dl range. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.